Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, death and stroke are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that approximately 30 hours after thrombectomy procedure to treat the occluded right internal carotid artery (ica), the patient experienced cerebral infarction. No additional medical treatments were performed and the patient died. The physician's opinion that was reported indicated that the cerebral infarction might be caused by the natural course of the disease. No further information is available.

Manufacturer narrative:
The device was disposed of at the hospital.

Event description:
It was reported that approximately 30 hours after thrombectomy procedure to treat the occluded right internal carotid artery (ica), the patient experienced cerebral infarction. No additional medical treatments were performed and the patient died. The physician's opinion that was reported indicated that the cerebral infarction might be caused by the natural course of the disease. No further information is available.